Event description:
It was reported by service report that the power load system lost power while unloading a patient. It was reported that an emt injured their finger requiring stitches while trying to get the patient and the cot unloaded. There was patient involvement however there were no adverse consequences to the patient in this event.